Event description:
Reporter alleged that inform base unit had a connector pin on it that was melted and burned. Reporter is from the manufacturer's evaluations department and discovered the alleged issue after the device was returned. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.